Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was received in fair condition. The disposable alarm that the customer complained of was caused by a damaged micro switch. Because of the damaged part, the device was unable to consistently function as intended. After a new micro switch (pn 7004012) was installed the dut functioned fine. The over temp issue could not be confirmed. After repair, the device was operated for several hours without issues. Disposable alarm issue was confirmed. It is likely that the reported damaged was caused by the customer.

Event description:
It was reported that the device was intermittently rising above the set temperature (over temp) and giving a disposable alarm. No patient injury or complications were reported in relation to this event.